Event description:
Patient with severe disorder was undergoing temporomandibular arthroplasty. The drill bit broke during its first use in the posterior hole of the left fossa. Physician estimated approximately 1mm of drill bit was left in the base of the hole. The physician decided not to try to retrieve the broden drill bit, and a 2.0mm screw was placed to prevent movement of the retained drill bit.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.